Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle was fractured in the body. The customer¿s blood glucose level was 203 mg/dl. Customer reported that the introducer needle was detached from the sensor. The sensor will be returned for analysis.